Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the logs showed the multi-function cable (mfc) was open, shorted, or had pads connected without a resistor ID, which can be third party pads. The logs also recorded "pads on" messages, meaning that a valid connection between the device and pads was established, and recorded stable pads impedances. However, when the device was in pads view, a dashed line was seen for the ECG signal. It is possible in these cases that the mfc was shorted or had unrecognizable pads attached that were unable to detect the patient's ECG signal. The electrode pads used were not part of this investigation however the multifunction cable (mfc) and mfc-to-cprd adapter were returned and scrapped. It was recommend to always use zoll-approved pads, ensure the pads are securely connected to the mfc, and confirm that the pads are properly adhered to the patient and not shorted. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.